Manufacturer narrative:
The field service representative (fsr) verified that the temperature probe was giving a '999' reading. He found that the temperature cable from the module to the probe was the source of the problem. This cable was a different manufacturer's cable that was replaced by the end-user. The end-user replaced the cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the temperature probe was reading "999". As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The reported complaint was traced back to the temperature probe that is manufactured by another manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.